Manufacturer narrative:
Concomitant medical products: etlw1613c124ee, sn (B)(4), expiration date: 2018-11-21, UDI # (B)(4); etlw1613c156ee, sn (B)(4), expiration date: 2019-01-11, UDI # (B)(4).

Event description:
An endurant iis stent graft system was used in a patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. It was reported that the patient had a neurological tia resulting in aphasia and cardiac issue, progression angina pectoralis. The patient was medically treated for the tia with pta and stenting of the left side carotid artery. The patient recovered. The cardiac issue was not treated and is unresolved. Per the investigator it is unknown if the events are related to the device or procedure. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.